Event description:
Pt was revised to address loosening of the femoral component.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history were not provided. Although, the investigation could not determine the root cause, the initial report indicates that femoral avn may have been a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be reopened.